Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-33 (lot: va1eyba); product type: 0200-lead; implant date: on (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the ins removed and a fragment of the lead was left implanted. The caller wanted to know the model and lead information; agent reviewed information. The caller indicated that the patient had a device from another manufacturer placed and they assumed that is when the lead was damaged.